Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0az44, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported the implant was not as effective as the trial. It was stated the patient¿s urgencies were getting faster and the patient was in a lot of pain. It was noted the doctor had not given the patient the ¿ok¿ to make adjustments and the patient did not want to until they were shown how. It was stated that the implant seemed like it ¿doesn¿t shut off.¿ the patient could disconnect the wire during the trial when they got shocked, but they could not do that with the implant. An appointment on 2013 (B)(6) was noted. Additional information has been requested, a follow up report will be sent if additional information is received.